Manufacturer narrative:
The manufacturer did not receive the affected device, x-rays, or other source documents for review, as the patient has not been revised and is currently being monitored. The cause for this complaint has not been provided, but because the implantation date has not been reported, this case will be treated as related to the issues for which zimmer implemented a correction in july 2008. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the manufacturer's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should additional information become available that charges this assessment, an amended medical device report will be submitted. Zimmer reference number (B)(4).

Event description:
A product liability claim was raised. It was reported by patient's counsel that his client received a durom hip generic on an unknown date, and the patient is currently being monitored due to unknown reasons. No other information has been received concerning this complaint.